Event description:
The customer reported the system powered off by itself and would not turn back on. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power controller board was replaced during the service call. The system was tested and found to be working as intended and returned to service.